Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-08993. It was reported that the patient presented to the hospital on (B)(6) 2019 for a high-risk lead extraction procedure. Upon interrogation of the device, inappropriate auto mode switch on (B)(6) 2019 due to noise on the right atrial lead and inappropriate shock on (B)(6) 2019 due to noise on the right ventricular lead was noted. The leads were explanted and replaced on (B)(6) 2019 without complication. There were no patient consequences.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector piece measured 4.9 cm and the distal piece measured 61.0 cm. The reported event of ¿sensing noise¿ was confirmed. Final analysis noted lead-to-can external insulation abrasion breaching outer insulation and exposing outer coil was noted at 4.8 cm to 4.9 cm from the connector pin and external insulation abrasion breaching outer insulation and exposing outer coil due to friction to another implant device or feature of the heart was noted at 25.1 cm to 25.4 cm from the distal tip. The cause of the reported event of sensing noise was isolated to the external insulation abrasions found on the lead.